Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: "complaint alleges that the bag would not fully inflate during use on a pt causing the clinician to squeeze the bag at all angles to get enough air to pt in order to ventilate."